Event description:
It was reported that during the implant attempt, the physician had difficulty placing the lead due to patient's anatomy, as the vein was obstructed. The right sided implant attempt was aborted and the physician was going to try the left side. However, the helix would not extend. The lead was not used and a new lead was implanted. The helix was attempted outside the patient body and still would not extend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and turns to extend/retract helix exceeds specification.